Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer of the navigation system was returned the manufacturer for evaluation. It was reported that the cmos battery was found to be depleted and that application software ran as intended. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9 734477, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system had no signal on both monitors. This was reported outside of a procedure. There was no patient involved. Additional information was received stating that the reported cause of the event was due to the computer being dead. A new computer was swapped out with the old. The issue was found when the system was turned on and both monitors wouldn¿t receive a signal.